Manufacturer narrative:
The medivators service technician evaluated the machine. Side b basin had the original hook-up still in place and the aer had not been used since. Drops of fluid in the basin were tested and immediately turned black indicating chemical was present. The service technician ran a reprocessing cycle on the b side basin with the same hook-up/scope combination and tested fluid in the basin following the cycle. The fluid tested negative for chemical. Multiple cycles were run in an attempt to duplicate the problem. All cycles were negative for chemical at the end of the cycle. Technicians at this facility do not wear ppe. Technicians ran the endoscope in the machine and left the endoscope in the machine overnight. The following morning a technician received a minor chemical burn when removing the scope. The machine logs indicate some manually activated activity at the machine between the time of the reprocessing cycle completion and the technician taking the scope out the following morning. Ms. (B)(6) at the facility was contacted on (B)(6) 2010. She stated that one employee was seen by a physician, treated and released. The other was not seen by a physician, they are both doing fine. No other reports of this nature have been received.

Event description:
On (B)(6) 2010 an employee at washington hospital reported that a technician received a chemical burn, after the cycle, while removing the scope from the machine. The employee was seen by a physician and released. The facility also mentioned that it happened two weeks ago to another technician at the facility, in this incident the employee was not seen by a physician.